Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the device evaluation found distal fiber breakage and scratches on the distal edge. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had a hole in the insulation. The reported malfunction was discovered during reprocessing. There was no patient involvement, and no reports of patient harm.